Manufacturer narrative:
The customer's electrode pads were returned to zoll medical canada; the report was duplicated during visual and microscopic evaluation. The report was attributed to a jumper wire (self test wire) that was not fully seated on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. The electrodes were scrapped. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator displayed a "poor pad contact" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.